Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The customer reported a colleague pump which interrupted patient therapy. The customer reported that the colleague pump was set up to deliver unknown medication to a (B)(6) male patent in the general patient ward using primary and secondary bags. However, when the nurse pressed the start button to initiate therapy, the secondary medication backfilled into the primary medication. The nurse stopped therapy, swapped out the pump, and resumed therapy on another device. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation did not confirm the reported condition of secondary medication backfilled into the primary medication, and the root cause could not be determined. Service history review determined that this device has not been serviced for the reported condition of "secondary medication backfilled into the primary medication." Trend review determined that similar reports have been received by baxter. A follow up report will be submitted if additional information becomes available.